Manufacturer narrative:
One rx locking device and biopsy cap was returned unopened. A visual evaluation found that the foam insert (sponge) was present inside the rx biopsy cap and was not separated/detached. The rx biopsy cap, locking device, and strap were found to be intact. Further evaluation of the rx biopsy cap found that the star shaped slits on the foam insert were not completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
On (B)(6), 2011, boston scientific corporation became aware of an issue with an rx locking device and biopsy cap. The complainant had suspected, but had not identified an issue with an unopened and unused rx biopsy cap. The device was returned for evaluation to boston scientific corporation. This event has been deemed a reportable event based on the investigation results; the slits on foam insert were not completely perforated.